Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer's blood glucose was 172 mg/dl. Troubleshooting was performed. Customer advised they had a new battery however the battery cap was missing. Customer was advised to monitor the insulin pump and the device will not be returned for analysis.